Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The physician tried to reposition the lead but was unsuccessful. New lead was implanted as replacement. No additional adverse patient effects were reported.